Manufacturer narrative:
Per tandem¿s t:slim user guide: humalog has been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level in the mid 200's (mg/dl) and it was addressed with manual injections. Also, the customer would change the supplies and deliver a bolus to address bg levels. Reportedly, the cartridge would not fit onto the pump as the back of the pump was corroded. It was noted that the customer used humalog insulin in the cartridge for 3 days.